Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # lot # description 118001 381590 comprehensive shoulder standard taper adaptor 113956 468830 hybrid glenoid base 4mm large pt-113950 304740 pt hybrid glenoid post regenerex customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02431 / 02432 / 02434.

Event description:
It was reported that a patient enrolled in a clinical study underwent a right total shoulder arthroplasty and at three (3) months post-operative follow-up reports experiencing pain, signs of supraspinatus/greater tuberosity, acromioclavicular joint tenderness, biceps tendon tenderness, subacromial crepitus, and onset of numbness in fingers that lasted for approximately nine (9) months, before resolving. At two (2) year post-operative follow-up, acromioclavicular joint tenderness, biceps tendon tenderness, subacromial crepitus, occasional numbness at the bottom of right forearm through fingers, pain, instability and muscle spasm for the past six (6) months along with intermittent throbbing pain, metallic taste in mouth, weakness and muscle fatigue in right arm/shoulder and impingement were noted. Patient has been indicated for an ultrasound to evaluate the rotator cuff and biceps. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.